Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One partial, locked 8.5fr mac-loc catheter was returned in a used and damaged condition. The device was comprised of the mac-loc hub, connector cap and approximately 2cm of catheter tubing ending with a cut. Biological matter was present on the device and no additional surface damage was noted. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. Upon removal of the cap, the suture string was found wound in the threads. The flare appeared slightly lopsided with a lip, but due to compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no relevant nonconformances that could have contributed to this failure mode. It should be noted that there were no other complaints reported in this lot number. Based on the information provided, the examination of the returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Date of event was the week of (B)(6) 2018. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter was placed into the kidney of a patient during a nephrostomy procedure. A few days after placement, it was noted that the catheter was leaking from the hub. The catheter was removed and successfully replaced with another device.